Manufacturer narrative:
Product complaint (B)(4) h6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary this instrument is composed of 1 part. There was a crack on the attune shim and the knob of the instrument has snapped off. As per the images attached. The device associated with this report was returned to depuy synthes for evaluation. Visual examination of returned device revealed attune shim sz9 5mm had a crack around one metal insert, confirming allegation. Additionally, a broken portion was found at the middle of device, as well as scratch patterns on device surface. The crack condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Broken and scratch conditions can be attributed to unintended use error by use of excessive force in a prying motion and overload of the material. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the attune shim sz9 5mm would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that there was a crack on the attune shim and the knob of the instrument has snapped off patient status/ outcome / consequences , was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, (B)(4) device property of none, device in possession of none, (B)(4) device property of none, device in possession of none by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True